Event description:
The patient was revised on (B)(6) 2022 due to pain. Approximately 1 years after the last surgery. The surgeon explanted 1 glenoid baseplate (24), 1 centered glenosphere (36), 2 standard screw (20), 2 standard screw (25) and 1 humeral cup (36/6). The surgeon implanted 1 post extension (6), 1 glenoid baseplate (24), 1 eccentric glenosphere (36), 1 humeral cup (36/3), 1 humeral spacer (9), 2 standard screw (30) and 2 standard screw (25).

Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2022-00024.